Manufacturer narrative:
The technician found the wires on the power cord were disconnected from the power cord plug. The technician reconnected the power cord wires to repair the bed.

Event description:
Info received indicates the bed has no functions working.